Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The following was found when the pump was returned: all four button contacts contaminated with adhesive making them unresponsive/intermittent/delayed response. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.